Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative (rep) reported that they were seeing 5-20% capacity and 5-21 months longevity for the patient. Impedance measurements were taken: c/3, 0/3, 1/3, and 2/3 were showing all greater than 4000 ohms. The patient was reporting two falls back to back in december of 2015. However, the patient told the rep that the issues with therapy started before the falls. The therapy was not helping her at all at this time. The patient was currently on program 1 at 2 volts and was programmed on 2- and 3+. Therapy impedance was measured and the patient's program 1 was showing greater than 4000 ohms. The rep had already increased amplitude to 1.4 volts and 240 pulse width when getting the results stated above for electrode impedance. The patient did not have her programmer with her now. The rep would have the patient order a new programmer to complete the process of programming around electrode 3. It was further reported by the rep on (B)(6) 2016 that the patient had some falls and she believed that they may be able to program around it. The rep did not feel comfortable programming the patient without the patient programmer. The patient's husband had said that the patient had been on a program that cause a pain once in a while. The rep wanted to program the patient when she had the patient programmer so she had the ability to adjust it if she had to. It was further reported by the patient's husband on (B)(6) 2016 that there was no symptom control and the leads were not working. The two leads (both with lot #v295465) were not working due to a fall. The patient had fallen twice in (B)(6) 2015. They went to the health care professional (hcp) office and met with the rep. The rep told the patient's husband that two leads were not working. The patient's husband was asked if they meant two electrodes were not working and he did not know. He only knew that the rep had said two leads were not working due to two falls in december. The rep told the patient to call the manufacturer to have the programmer replaced as it was lost, so they could try different programs. They would be making an appointment when they get the programmer to meet the hcp and the rep. The patient had been asking to turn stimulation up because they were not sure if the implantable neurostimulator (ins) was working because it was not controlling her symptoms. It was mentioned that the patient had memory issues. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim. If additional information is received, a follow-up report will be sent.